Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 28th, 29th and 30th stent segments, with struts raised, bunched and overlapping. A kink was evident along the distal shaft 8.7cm proximal to the distal tip. Slight deformation was evident to the distal tip, with tip appearing kinked. The guidewire lumen patency was not verified with a 0.015 inch mandrel, due to kink along the distal shaft. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. It was described that the lesion was further pre-dilated and replaced by another resolute stent. Patient status post-procedure is alive with no injury. Analysis of the returned device revealed stent deformation.